Event description:
It was reported that the patient alert triggered, and the ventricular lead exhibited out of range impedances and an apparent fracture. The alerts were programmed off, and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments. The distal conductor was fractured, and the defib conductor was distorted. Blood/body fluid was found on the outer tubing overlay, which also exhibited cosmetic depressions and environmental stress cracking, and appeared to have melted. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent.